Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up an increase in pacing thresholds was noted when it comes to this right atrial (ra) lead. It was believed that the helix could have penetrated the vein resulting in a perforation confirmed on CT as well as pneumothorax resulting in cardiac tamponade. The lead was explanted successfully, but will not be returned. No adverse patient effects were reported.